Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hypersensitivity is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device was not returned as the stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient had a non-abbott stent (2.5x32mm) and a xience xpedition stent (2.5x12mm) implanted on (B)(6) 2014 and experienced a rash after the first angiogram. The rash was attributed to the daily clopidogrel 75 mg which the patient was taking, but per the physician it could have been due to the stent implants. The rash was treated with a short course of steroids. No additional information was provided.